Manufacturer narrative:
This insulin pump was received with all buttons functioning properly and there were no damages on the keypad assembly. There was no button error alarm on the device. The insulin pump was received with scratches on the lcd window, cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 410 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.